Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6) batch: 7077680 UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site however, signs and symptoms of pain and redness were noted on both midline and pocket site. The patient was allergic to dissolvable sutures which cause the infection. The patient underwent a procedure wherein the ipg and paddle lead were explanted. The patient was placed in antibiotics and was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.